Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown screw, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with a matrixmandible plate on (B)(6) 2013. On an unknown date the plate was noted as broken. The surgeon felt the reason for the broken plate was a loose screw on the distal side of the plate. Patient was returned to the operating room on (B)(6) 2014 for removal. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).